Manufacturer narrative:
A patient sample was provided for investigation. The investigation found an interfering factor against a component of the reagent. These interferences are addressed in the product labeling.

Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable thyroid results for 1 patient sample on a cobas 6000 e 601 module. Of the data provided, discrepant results were identified for elecsys t3, elecsys ft3 iii, elecsys t4, and elecsys ft4 ii assay on the e601 module and a cobas 6000 e 801 module compared to the bayer centaur method. The erroneous results were reported outside of the laboratory. This medwatch will cover t3. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results, medwatch with patient identifier (B)(6) for information on the t4 results, and medwatch with patient identifier (B)(6) for information on the ft4 ii results. There was no allegation of an adverse event. The customer's cobas e601 serial number was (B)(4). The customer's cobas e801 serial number was (B)(4). The ft3 iii reagent lot number used on the cobas e601 was 303235. The t3, t4, and ft4 ii reagent lot numbers used on the cobas e601 were not provided. The t3 reagent lot number used on the cobas e801 was 291614. The ft3 iii reagent lot number used on the cobas e801 was 314824. The t4 reagent lot number used on the cobas e801 was 287093. The ft4 ii reagent lot number used on the cobas e801 was 303203. The reagent expiration dates were not provided.